Event description:
It was reported in the pocket where the stimulator was implanted had incisions that looks ready to dehisce. A revision was performed. It was reported during revision that the pocket adaptor and old extension with plugs were removed, and a dual quadripolar extension kit bifurcated extension was added, thus decreasing the bulk in the pocket. It was noted that the battery was repositioned slightly to the right. It was noted that the cause of the event was too much bulk with the extensions and pocket adaptor in the pocket. It was noted that the patient was alive and no injury the day of reported event. It was reported that the patient experienced pain in the device pocket associated with the event.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient. Product ID 3487a-45, lot # j0108126v, implanted: (B)(6) 2001. Product type lead, product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type extension; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013. Product type extension, product ID 3487a-45, lot # j0107972v, implanted: (B)(6) 2001, product type lead. (B)(4).